Event description:
Additional information from the patient reported they had notified their healthcare professional (hcp) about the lack of symptom control and toe cramping. The added they had talked to her new assistant. The patient noted the circumstances that led to the lack of symptom control and toe cramping was a change to device programming. The patient stated they changed the program to resolve the lack of symptom control and toe cramping. The patient added the lack of symptom control and toe cramping had been some what resolved. Additional information from the patient reported she had a colonoscopy last week and noticed no control of her bladder. The patient noted since implant she had been having bladder control issues and occasionally increase stimulation but does not help control her bladder. The patient is on program 2 at 1.55 v. The patient noted they she increased stimulation in (B)(6) 2016 and the stimulation went to her right foot, next to the big toe, and she had a lump there.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their symptoms during the day weren't being controlled which started on (B)(6) 2016. It was stated the stimulation was helping with the urgency at night but not so much during the day. No trauma/falls were reported related to the issue. The patient was currently on program 2 at 1.10. They increased stimulation 1.15, but at this setting, they were feeling stimulation in the 2nd toe on the right foot, and the toe was cramping. The patient decreased stimulation back to 1.10, and the cramping went away. It was noted the patient hadn't been instructed that it was okay to change programs. It was noted that this was a sudden change in therapy/symptoms. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.